Manufacturer narrative:
The adjustable pressure limiting (apl) o-rings were replaced to repair the reported complaint.

Event description:
The hospital reported that, during pre-use checkout, the adjustable pressure limiting (apl) valve stuck in the closed position. There was no reported patient involvement.